Event description:
Reportable based on information received (B)(4) 2013. It was reported that a tip damage occurred. The target lesion was located in the severely calcified unspecified artery. A 2.50x32mm promus element plus was advanced to treat the target lesion. The device was unable to cross the lesion. It was found that the tip of the device was lifted when the device was removed from the patient. The procedure was completed with another with same device. No patient complications were reported and patient's condition is good. Additional information received reports stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. There was blood in the inflation lumen indicating a leak was present at time of the procedure. The inner was broken at the bicomponent bond which causes a leak into the guidewire lumen. A fraction of the distal (blue) inner remained on the proximal (black) inner. The gap between the broken sections measured approximately 2 mm. No damage was identified on the remainder of the inner and outer lumen. The stent was damaged at the distal side with struts lifted and misaligned on the 11 most distal rows. This section was also stretched distally to approximately 1 mm beyond the distal markerband. The proximal balloon cone appeared slightly inflated, however the stent remained properly crimped at the proximal side of the balloon, indicating that no significant pressure was applied to the device before the leak occurred. A 2 inch section of the inner was removed for od profile measurement of the bicomponent bond using a lasermike. The measurements indicated that a vestamid sleeve had been applied per procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on information received 06 nov 13. It was reported that a tip damage occurred. The target lesion was located in the severely calcified unspecified artery. A 2.50x32mm promus element¿ plus was advanced to treat the target lesion. The device was unable to cross the lesion. It was found that the tip of the device was lifted when the device was removed from the patient. The procedure was completed with another with same device. No patient complications were reported and patient's condition is good. Additional information received reports stent damage.